Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath was broken when the pack was initially opened. The device was not used on the patient. Another angio-seal device was opened and had successful deployment. The blood loss was less than 250cc's and the procedure was great and a success. The patient was fine and doing great. There was no patient injury or medical/surgical intervention required. Additional information was received on 06mar2020. The procedure that the device was being prepared for was an angio. The arteriotomy locator was the broken piece.

Event description:
Additional information was received on 18mar2020. It was originally reported that the sheath was broken into two pieces; however, it was confirmed that it was arteriotomy locator. There was no mention of breakage at the inlet holes, and they are positive that it was not shattered into pieces.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.